Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer stated that her blood glucose was 40 mg/dl at the time of the incident. The customer's blood glucose was 55 mg/dl and ate the rest of my skittles and went back to work and started feeling low again and ate yogurt and a granola bar and blood glucose was 50 mg/dl. The customer's current blood glucose was 134 mg/dl. The customer treated with food. Customer did not allege pump was over delivering. The product was not returned for analysis.